Event description:
It was reported following a percutaneous coronary intervention (pci) with plain angioplasty and drug-eluting stent (des) placement, an 8f angio-seal sts plus was selected for use. The patient was being treated for acute myocardial infarction (ami). A pre-deployment angiogram found moderate calcification and mild tortuosity at the left common femoral artery (cfa) puncture site with the lumen diameter of 7-8 mm. A 7f-11cm terumo radifocus sheath was used during the procedure. The angio-seal was deployed and hemostasis was achieved. A few days later, the patient started to feel pain in the leg while walking. Nine days later, a MRI revealed an occlusion in the left superficial femoral artery (sfa). An angiogram confirmed a total occlusion in the left sfa and a 90% stenosis in the deep femoral artery (dfa). The occlusion in the sfa was over 10cm but blood was flowing via a few collaterals from the dfa. The patient's left leg was cold. A percutaneous transluminal angioplasty (pta) was not performed since the patient did not feel pain at rest. The patient remains hospitalized.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.